Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 84 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and five months post index procedure, an angiogram revealed a small proximal type I endoleak located at the proximal left edge of the stent graft. Additionally, there was a small penetrating ulcer at the very proximal infrarenal neck segment just below the left renal artery. The physician elected to implant an endurant aortic cuff at the level of the left renal artery that was approximately 1 cm proximal to the original endurant stent graft bifurcate. The final angiogram revealed a very slight amount of contrast into the penetrating ulcer area. The physician determined that the contrast penetration was due to anticoagulation and that it would self-resolve. Per the physician, the cause of the event was due to the patient anatomy of secondary degeneration of the proximal neck leading to a penetrating atherosclerotic ulcer formation on the left lateral side of the aorta. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.